Event description:
The customer reported that while reprocessing a scope using her olympus endoscope reprocessor, it was discovered that instead of disinfectant in the tank, there was only water. Reportedly, that scope was later used on a patient. According to the initial reporter, the scope model and serial number were both unknown. However, the initial reporter did note that that procedure performed was diagnostic and was completed with no adverse effects reported to the patient.

Manufacturer narrative:
The initial reporter spoke with an olympus representative (rep) about her event. During the discussion, the customer noted that an olympus field service engineer (fse) had recently been to the facility to work on the oer-pro. The fse removed the disinfectant from the tank, refilled it with water, and left a sign indicating that the unit should not be used until repaired. The customer reportedly had their second oer-pro break down, and attempted using the first one, despite the sign. Furthermore, the customer noted that the staff did not perform a chemical test strip on the reprocessed scope until they had loaded a second scope and found that the second one did not pass the test strip test. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the issue was caused by a lack of user understanding of the instructions for use, which may have led to water being placed in the disinfectant tank instead of the disinfectant, as well as the disinfectant concentration not having been measured. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 3 inspection before use. 3.10 checking the disinfectant solution concentration level. Prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.